Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 on and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, fistulae, recurrence and vaginal scarring. It was reported that patient underwent transection of transvaginal taping on (B)(6) 2008 due to urinary retention post transvaginal taping in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.